Event description:
Kimberly-clark rec'd notice on 11/25/1998 alleging that in july 1993, pt was ill with sunburn like rash. Pt was allegedly diagnosed with toxic shock syndrome. Pt was allegedly using unscented kotex security super absorbency menstrual tampons when she became ill.